Manufacturer narrative:
No information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.